Manufacturer narrative:
The device was received for evaluation. A fluid delivery test was performed with no issues noted; the device met specifications. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump underinfused during patient infusion. The pump primed 2.42ml and showed that there was 17.6ml of fentanyl remaining to be infused. The pump then showed 17.71 ml to be infused despite 17.6 ml being previously reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.